Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced an issue where the station appeared to be operating offline, even though it was not indicated as having a connection interruption on the user dashboard. The drawers would not open, and a fatal error message was displayed. The station entered degraded mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device database was 10 gb, and the software version was confirmed as 1.5.2. A technical support specialist (tss) determined that reimaging and resynchronization were required. The field service engineer reimaged the station, after which the tss assisted the customer with the resync. Missing sql permissions for the authority system were identified and added prior to synchronization. Following successful synchronization, the database size was reduced to 4 gb. The system functioned as intended after the technical support specialist troubleshot the device.